Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited noise and was physically damage on the conductor, insulation, lead body, and terminal end. Thus the ra lead was abandoned surgically. The ra lead is no longer in service. No additional adverse patient effects were reported. Additional information (ai) from the representative revealed that this ra lead was also fractured due to noise experienced on the egm channel. Visual inspection during the surgery confirmed that this lead was fractured at the point just past the pin, which did not appear to clavicle.